Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's mother stated that the customer's blood glucose level was at 400 mg/dl. Customer's mother reported that her son just ate and had not bolused yet. Customer's son went to change the infusion set and received a motor error alarm. The motor error alarm occurred during priming. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.